Event description:
It was reported to philips that the suite computer was unable to boot up, preventing the system from booting up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer went onsite and confirmed that the system was unable to boot up. Upon troubleshooting, fse found failure in suite pc pci card. The philips engineer replaced suit pc and reloaded the software. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.